Event description:
Procedure: lap gastric bypass. According to the reporter: while inserting the trocar into the abdomen, the surgeon noticed the white tip of the trocar was broken. Surgeon tried to locate the white tip. X-rays were not taken. Or time was delayed approx 20 minutes.

Manufacturer narrative:
(B) (4). (B) (4).